Event description:
On 8/1/96, the facility nurse contacted a MFR nurse and reported that nurse had accessed the device to perform a device refill and got a "tiny bit back in the tubing." The facility nurse then started to refill the device and did not get a return of 1cc for every 5cc injected. After instilling 20cc, the procedure was discontinued. Several other facility nurses attempted to refill the device without success. The facility nurse stated that "it feels like metal where the device septum should be." The MFR nurse then recommended the physician be notified and serum antibiotic levels be obtained to monitor the pt. In addition, the MFR nurse informed the facility nurse that the device may have flipped and it would be necessary to perform a revision and if it had not, the device can be refilled with fluoroscopic guidance. The MFR nurse also stated that if the nurse was unsure of device access, using a 10cc syringe, she should inject 5cc of saline and allow it to return; if it does not, the needle is not properly placed in the device septum. Once the nurse is sure of access, she could then refill the device. The facility nurse stated that she would contact the physician and review the MFR's nurse's recommendations.